Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture one-day post-implant. A revision procedure was performed and the rv lead was repositioned in the septum. Following the revision procedure, cross-talk oversensing was noted on the rv channel. Boston scientific technical services (ts) recommended adjusting the sensitivity of the rv lead or repositioning the lead. The rv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture one-day post-implant. A revision procedure was performed and the rv lead was repositioned in the septum. Following the revision procedure, cross-talk oversensing was noted on the rv channel. Boston scientific technical services (ts) recommended adjusting the sensitivity of the rv lead or repositioning the lead. The rv lead remains in service. No additional adverse patient effects were reported. Additional information was received indicating that the cross-talk oversensing was determined to be due to air in the header. The issue resolved on its own overnight. This product remains in service. No additional adverse patient effects were reported.